Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under their breast from the lifevest digging into skin. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of the lifevest. Outcome of the irritation is unknown as follow up attempts were unsuccessful.